Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced "inaccurate and random alerts to change site which stopped insulin delivery". It was also reported that the battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support, therefore no further information was able to be obtained.